Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an error alarm during the manual prime and the insulin was squirting out. Customer stated that they were unable to exit the preparing to prime loop. The drive support cap was noted to be sticking out. Customer's blood glucose reading at the time of the call was 180 mg/dl. No further information reported.